Manufacturer narrative:
Investigation summary bd integrated diagnostic systems initiated an investigation into discrepant patient results on the hpv assay for the bd cor system (catalog # 443982, batch # 4002724 & 4040017). Bd investigation required review of the batch history records, review of customer returned raw files, functional analysis of the customers reported reagent batch and complaint history review. The batch history records were reviewed and no discrepancies were noted. Bd acknowledges the patient discrepant results through review of customer returned raw files. However, functional analysis was performed on the customer reported reagent batch and met acceptance criteria with 100% positivity. Bd was unable to duplicate or confirm the customers report. There are no current complaint trends associated with discrepant patient results on the hpv assay. Bd quality will continue to monitor for trends associated with discrepant patient results on the hpv assay.

Event description:
Report 2 of 3: it was reported that during use of the bd onclarity hpv assay reagent pack, a false negative patient result was obtained. The sample was retested on cor and allplex and was positive for various genotypes and sent to cytology. There was no report of patient impact.

Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 3: it was reported that during use of the bd on clarity hpv assay reagent pack, a false negative patient result was obtained. The sample was retested on cor and allplex and was positive for various genotypes and sent to cytology. There was no report of patient impact.